Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said that they can charge 5 or 6 minutes then the screen goes white. They said this started happening "off and on for probably a month now". Pt says controller port looks intact. Rtm looks intact and does get warm sometimes. Pt has 1 rtm cord that they use for both implants as the other one isn't working either, and have been using this one for the past 3 months until now. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.